Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue occurred during maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was confirmed. Based on the results of the investigation, the noisy image occurred due to damage on the circuit board of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.